Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 0.5 mg/ml at 1.9994 mg/day and bupivacaine 7.1 mg/ml at 28.3915 mg/day via an implantable pump for malignant cancer pain. It was reported on (B)(6) 2016, the clinic was notified that the patient was admitted to the hospital with uncontrolled pain. The patient had previously missed their pump refill appointment due to patient non-compliance. The patient's low reservoir alarm date was (B)(6) 2016. At the hospital, the patient was administered IV hydromorphone and oral oxycodone. The pump was refilled in the hospital on (B)(6) 2016. The etiology of the event was noted as related to the drug (specifically hydromorphone, bupivacaine and clonidine), device or therapy and not related to the implant procedure. The drug action that caused the event was noted as 'empty pump reservoir' . The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.